Event description:
Information received from the field notes that the device would not interrogate. The clinician did not have means to measure the rate but estimated that the patient was being paced at about 60 ppm. The patient was not symptomatic.